Event description:
The facility's clinical engineer reported an infusion pump with an 812:02 failure code. The device was received by the engineer with no additional information and there was no report of any patient injury or medical intervention caused by the failure of this device. Information regarding whether or not the device was in use on a patient when the failure occurred was not available and no additional contact information was provided.